Event description:
It was reported that patient was treated by allevyn on sacral area. Upon removal of the dressing it was found that square partial thickness tissue loss . Tissue were stripped off with silicone bordered foam. The area was weeping after removal.